Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, pacing lead impedance was observed to have decreased gradually since implant. No adverse consequences were reported. The ICD was turned off, and lead remains implanted.